Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had the stopper pop out of the tube during use. The following information was provided by the initial reporter: the customer noticed the "lid popped off the gold top blood bottle after the bloods were taken and labeled ready to be podded. Some of the sample then leaked out of the bottle into the bag." No blood exposure reported.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes had the stopper pop out of the tube during use. The following information was provided by the initial reporter: the customer noticed the "lid popped off the gold top blood bottle after the bloods were taken and labeled ready to be podded. Some of the sample then leaked out of the bottle into the bag." No blood exposure reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/15/2020. H.6. Investigation: bd received 81 samples and 1 photos from the customer for investigation in support of this complaint. The returned customer samples were evaluated by drawing the tubes and leaving them in a rack for 3 hours. At no time did the cap/stopper assembly disconnect from the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.